Manufacturer narrative:
The returned device was evaluated. During evaluation, the subject device operated and functioned appropriately. There were no performance issues identified with the device; however, during disassembly, remnants of liquid ingress were identified on the led display and user interface board. Although the customer complaint was not confirmed, it is possible that the liquid ingress identified may have caused or contributed to the reported event. Per the device's operator's manual, "do not allow liquids to enter the interior of the instrument." It also cautions the user that "liquids spilled on the instrument may cause it to perform inaccurately or fail." A service history record review of the device reveals that the unit has been in the field for over two (2) years with no previously reported issues.

Event description:
It was reported the device intermittently shuts off and the display goes blank. The issue was observed during testing the unit on battery power, after having charged it overnight. There is no report of any patient consequence or impact.